Event description:
It was reported by the customer via emergency support program line, that the intra aortic balloon (iab) sensation plus 50cc had a leak and blood in tubing. There were no patient harm or injury was reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).